Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the harmonic ace instrument started to signal on the generator screen a message reporting problems in the blade; however, the instrument was still functional. Approximately 10 minutes later, one of the jaws of the instrument broke and fell into the patient. The fragment was retrieved during the same procedure and a backup instrument of the same type was used to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.

Manufacturer narrative:
The harmonic ace curved shears instrument insert involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Review of the provided image is consistent with the alleged complaint that one of the jaws of the instrument broke. The fragment was retrieved during the same procedure. The customer provided picture shows the harmonic instrument curved blade broken and retrieved by another instrument. Root cause of the failure mode cannot be confirmed without the returned device. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the harmonic ace instrument (pn# 480275-08 lot# l90210906-0379) associated with this event has been performed. Per logs, the single use instrument was last used on (B)(6) 2021 on system (B)(4) for approximately 1 hour 49 minutes. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 d11 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly .21¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is typically attributed to the mishandling / misuse. Additional observation not reported by site was teflon pad damage on the clamp arm. No material was found missing. Root cause of this failure is attributed to the mishandling / misuse.

Event description:
Refer to h10/h11 for follow-up information.